Event description:
In 2007, abbott point of care was contacted by a customer who reported that an I-stat cardiac troponin I cartridge yielded a result of 0.00 ng/ml on a patient at 3:59 on the same day. The sample drawn generated a troponin I result of 0.1 ng/ml at 03:59 on the same day, using the abbott axsym, using plasma. Customer repeated same sample. I-stat produced results of 0.00 ng/ml. I-stat produced result of 0.00 ng/ml. Abbott axsym lab results at 03:59 the same day, axsym troponin 0.12 ng/ml. Abbott axsym lab results at 07, axsym troponin 0.10 ng/ml.